Manufacturer narrative:
A comprehensive investigation was immediately initiated on receipt of the complaint. The product was not returned to manufacturer for evaluation, and a thorough investigation could not be completed as the lot number has not been identified/confirmed in this case. Since the screw remains in the patient, no physical, chemical evaluation could be performed, and the root cause of the reported issue could not be ascertained. A review of the x-ray confirmed the plate fractured through the screw holes. Review of the x-ray also shows, the patient does not appear have fused, thereby placing more stress on the bottom of the plate, likely contributing to the failure. While none of the implants were returned, a general review of the manufacturing and inspection records revealed no additional information. Insitu.

Event description:
On (B)(6) 2016 it was reported to k2m, inc. That a patient presented with a broken 3 level plate. The patient reportedly had a 3 level plate break approximately 7 months post-op. There are no plans to revise at this time as the patient is asymptomatic.